Event description:
The zilver ptx stent shortened upon deployment. A second stent had to be placed to cover everything as the first stent that was deployed was too short. No adverse effects to the patient have been reported as occurring as a result of this incident.

Manufacturer narrative:
PMA/510(k)#: p100022 and s001. (B)(4). Device packaging and stent delivery system were not available to be returned for evaluation. The stent remains implanted in the patient with the information provided a document based investigation was carried out. From the photographs of product labels it can be confirmed that 2 zilver ptx stents (ziv6-35-125-7-100-ptx, lot number c1028966) were implanted in the patient. Two still images showing the stent post deployment were also provided. In relation to this complaint, the following comments were provided by the global product manager: "...the image is not clear enough to confirm, but it looks to me to be a compressed stent and that the physician may have not deployed correctly which caused the stent to compress..." Images were also reviewed and the following feedback was provided: while it is not possible to definitively say that there is stent compression based on this image, engineering opinion is that the area of the stent highlighted is compressed. This is based on the difference between the two regions highlighted in the image where there appears to be more material, and irregularity in the area marked as compressed when compared with the are marked as normal. Based on the images provided, the customer complaint can be confirmed as the stent placed distally appeared to be shorter than the stent placed proximally. Upon review of the images provided, areas of stent deformation/compression have been highlighted which would explain why the stent appears to be shorter. According to feedback provided by the global product manager, it is possible that the physician may have not deployed correctly which caused the stent to compress. However, as the conditions of use could not be replicated in the laboratory settings, a definitive root cause of this event cannot be determined. It may be noted that the following information is included in instruction for use: "care should be taken to hold the hub stationary and to remove any slack in the introducer catheter to ensure the stent is not stretched or compressed lengthwise during deployment (i.e., so that the stent is deployed to its proper length)". Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. In addition, investigation carried out by the manufacturing supervisor also revealed no discrepancies during manufacturing process. According to the initial reporter, a second stent had to be placed as the first stent that was deployed was too short. However additional information received confirmed that a second stent was planned to be used in the case anyway and the results of the case were good and as planned. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.